Manufacturer narrative:
A ge service representative performed an investigation and found communications error in the log. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system locked up and continued to fluoro after the button was released. No patient injury was reported.